Event description:
Report received of an over-delivery of a narcotic. According to the customer contact, the pump was programmed to deliver a 40mg loading dose of demerol 10mg/ml to the pt after surgery. The pump began to deliver the loading dose and after the display indicated that 26.4mg had been delivered, the pump went blank and stopped infusing. It was reported that the pump was unplugged at this time. The syringe was removed from the pump and reportedly 130mg was missing from the syringe. The same pump was in use for the pt prior to surgery, and the pt reportedly received 50mg of the demerol before surgery. Adding the 50mg delivered before surgery and the 26.4mg loading dose delivered before the pump went blank, there should have only been 76.4mg missing from the syringe. The customer reported that they were unable to account for approximately 80mg of demerol. The pt's vital signs remained stable and their oxygen saturations did not drop. There was no adverse pt event, and there were no reported medical interventions required for the pt. Though requested, there was no further info available.